Event description:
On 6/13/2024, a facility notification regarding the pmcf study was received via email. The facility representative reported a retear, leading to a fixation failure. A fibertak anchor device was used during the procedure. The patient needed additional treatment, including therapy, injections, and non-steroidal anti-inflammatory drugs. The surgeon did disclose the surgery date.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.